Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the battery was not working properly. No patient symptoms were reported. No further complications were reported or anticipated.